Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat atypical atrial flutter, the faradrive steerable sheath clear was flushed and prepped with no abnormalities observed. The sheath was connected to go transseptal with no issues. The method irrigation used for the sheath was a non-boston scientific, non-ported tubing with a 1000 milliliter pressure bag and the flow rate used was by pressure. The left atrium was mapped normally, the orion mapping catheter was removed and the farawave pulse field ablation catheter was prepped ad ready for insertion. While aspirating the sheath for the farawave catheter, the physician noted air was being pulled back into the syringe and an abnormal amount of blood was observed on the handle and drape near the sheath. Upon closer inspection, there was blood dripping from the handle where the seam and flush port come together. The sheath was wired and immediately removed from body. There was no air seen in the patient, and air was only seen when pulling the sheath back to aspirate blood. On the back table, it was further verified that while flushing forward some amount of saline was leaking from the flush port handle seam. Subsequently, a new sheath was prepped and used to complete the procedure successfully with no issues. There were no patient complications. The sheath is expected to return for analysis.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection showed no abnormalities or defects. An attempt to evaluate the faradrive sheath for leak and aspiration performance, was unsuccessful as the unit was purged of air but started to constantly leak from the handle cap at the initial pressurization in the empty condition. Due to the severity of the leak, further testing would not produce additional conclusive results. Removal of the handle cap to inspect the internal components found the flush lumen to be torn where the adhesive filet bonds the lumen to the valve hub, creating a significant leak path that caused the failure during leak testing.

Event description:
It was reported that during a procedure to treat atypical atrial flutter, the faradrive steerable sheath clear was flushed and prepped with no abnormalities observed. The sheath was connected to go transseptal with no issues. The method irrigation used for the sheath was a non-boston scientific, non-ported tubing with a 1000 milliliter pressure bag and the flow rate used was by pressure. The left atrium was mapped normally, the orion mapping catheter was removed and the farawave pulse field ablation catheter was prepped ad ready for insertion. While aspirating the sheath for the farawave catheter, the physician noted air was being pulled back into the syringe and an abnormal amount of blood was observed on the handle and drape near the sheath. Upon closer inspection, there was blood dripping from the handle where the seam and flush port come together. The sheath was wired and immediately removed from body. There was no air seen in the patient, and air was only seen when pulling the sheath back to aspirate blood. On the back table, it was further verified that while flushing forward some amount of saline was leaking from the flush port handle seam. Subsequently, a new sheath was prepped and used to complete the procedure successfully with no issues. There were no patient complications. The sheath is expected to return for analysis.